Event description:
On (B)(6), 2010 the patient contacted animas to report experiencing elevated blood glucose levels for two weeks. For two weeks the patient obtained blood glucose readings ranging from 300 mg/dl to '650 mg/dl'. The patient did not report experiencing any symptoms of high or low blood glucose levels during that time period. On (B)(6), 2010 the patient had positive ketones and was hospitalized with a diagnosis of hyperglycemia. The patient alleged that his blood glucose levels were not corrected by the boluses taken via the pump. The patient used his backup plan of insulin taken via a syringe to correct his blood glucose levels. The patient's mother reported the patient's blood glucose levels were difficult to control. Troubleshooting revealed no issues with the infusion site or infusion set, the patient's technique of replacing the infusion site was correct, and the pump history revealed all total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient suffered blood glucose levels suggesting hyperglycemia and was hospitalized while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump was returned to animas for evaluation. On (B)(6), 2011 the pump was exercised and evaluation demonstrated that the pump was operating within required specifications and delivery accuracy.a secondary issue was discovered during evaluation of a cracked battery compartment; however this issue is not the reason for this report.